Manufacturer narrative:
The patient underwent explantation on (B)(6) 2007 due to revision for vaginal prolapse. The patient underwent explantation on (B)(6) 2009 due to recurrence of prolapse, incontinence, and lysis of adhesions. The patient underwent implantation of perigee system monarc hammock / mfg: ams on (B)(6) 2009. (B)(4). This is one of four medwatches being submitted. See also medwatch 2210968-2013-00498, medwatch 2210968-2013-00496 and medwatch 2210968-2013-00495. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient had a perigee and monarc hammock implanted on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00498, medwatch 2210968-2013-00496 and medwatch 2210968-2013-00495. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele/rectocele repair, perineoplasty, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, rectocele repair, cystocele repair, cystourethroscopy, and cystoscopy, due to stress urinary incontinence, pelvic organ prolapse, rectal prolapse, cystocele, and gaping introitus. It was reported that the patient underwent perineoplasty on (B)(6) 2009. No additional information was provided.